Manufacturer narrative:
For the reported malfunction, a lot number was provided, and a lot history review was performed. The sample was returned to bd for evaluation. After further evaluation, break was identified on the device during the investigation. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported malfunction indicated that model sk15035m support catheter allegedly had a break. This report was received from one source. This malfunction involved a patient with no patient consequences. The patient was a (B)(6) year old female. Weight was not provided for the reported patient.